Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was reported that while using night aligners, the front 2 teeth on the bottom looked crooked/offset a bit and the patient had dental work due to a chipped tooth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.